Manufacturer narrative:
Additional information added in section d10 concomitant medical products. Device evaluation: (B)(4): upon examination of the rejected item 8575kd (batch wm02), it was found that the distal end had slight corrosion spots, which did not impair functionality. However, the nature of the damage indicates improper reprocessing, most likely caused by the customer. No connection could be established with the defect pattern of item 8575ka. This device shows no defects described in the complaint and is functioning as intended. (B)(4): the laryngoscope holder model göttingen (article no. 8575gn, lot zm01) was examined following a customer complaint. The investigation revealed chip formation at the thread, which confirmed the customer complaint. Further tests showed that the gear wheel rubs against the worm, resulting in pitting. Machining by grinding showed only a slight improvement. Comparison with an older gear wheel (2002) indicated that the problem lies with the worm itself. The detailed analysis confirmed that the complaint was due to a technical problem with the worm and was not a handling error. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there is a defect adjustment wheel on a laryngoscope holder. The wheel was stuck and not able to rotate the full angulation during procedure. Some tiny metal fragments were found on the gear after procedure. Acording to the customer no fragments fell in patient. The surgery was prolonged for 30 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).